Event description:
Code was called and the defibrillator was activated. The operator held the charge button which prevents this model defibrillator from charging. Upon releasing the button the unit began to charge so the operator again pressed the charge switch dumping the charge and preventing further charge. A second unit was provided with firstshock within five minutes of start code. At least two shocks were administered prior to clling the code at 15 minutes with no cardiac response throughoutdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.